Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2011 follow-up, the physician observed that the atrium, left and right ventricle impedance trend curves were not available. However, the impedance test performed during the follow-up did not show any anomaly. The physician asked for an explanation of the reported behavior.